Event description:
The customer was admitted in the emergency for high bgs. Troubleshooting was performed. The alarm history revealed an error alarm. The customer stated that the error alarm occurred after the batteries are changed. The customer remains on back up plan. The customer was disconnected and corrected the programming.